Event description:
A patient underwent aaa repair on (B)(6) 2009 where devices of another manufacturer's were placed. Patient presented with a large abdominal aortic aneurysm (94mm) with a 59 degree neck. The physician placed another manufacturer's endograft in good position. The physician then had difficulty cannulating the gate. The fsa noted that this was done prior to ballooning the proximal portion of the device. The physician had to go up and over the flow splitter to cannulate the gate. After access was gained, a cook 18fr sheath was advanced to the contralateral gate. While attempting to move through the gate, the sheath got caught on the device and pushed it approximately 4cm proximally. The physician again went up and over the flow splitter. Using a wire on the flow splitter to form a "body floss", the physician was able to pull the device back into position. The physician successfully completed the procedure with no further adverse events. On 08/20/2009, sales rep spoke with the physician who stated the device misplacement was caused by the physician and not the 18fr sheath. The status of the patient at this time is unknown.

Manufacturer narrative:
(B)(4): unk as lot is unk. No product was returned to assist in our investigation. However, per specification, quality control personnel inspect this device for correct sheath outer diameter, length, taper, attachment, curve, smoothness and integrity, prior to further processing. We will continue our monitoring of similar complaints.